Event description:
The customer observed falsely decreased alinity c total bilirubin results for a patient from the neonatal unit. The results were questioned by the clinician and a third sample was drawn for confirmation which generated a higher result. The following data was provided: (B)(6) 2024 at 12:46 sid (B)(6) total bilirubin result (B)(6) = 25.4 umol/l (icterus index value = 186) (B)(6) 2024 at 16:35 sid (B)(6) total bilirubin result (B)(6)= 13.0 umol/l (icterus index value = 195) (B)(6) 2024 sid (B)(6) total bilirubin result = 124 umol/l (icterus index value = 187) there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 65379uq12 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c total bilirubin assay for lot 65379uq12 was identified.

Event description:
The customer observed falsely decreased alinity c total bilirubin results for a patient from the neonatal unit. The results were questioned by the clinician and a third sample was drawn for confirmation which generated a higher result. The following data was provided: on (B)(6) 2024 at 12:46 sid (B)(6) total bilirubin result (ac02143) = 25.4 umol/l (icterus index value = 186). On (B)(6) 2024 at 16:35 sid (B)(6) total bilirubin result (ac01970) = 13.0 umol/l (icterus index value = 195). On (B)(6) 2024 sid (B)(6) total bilirubin result = 124 umol/l (icterus index value = 187). There was no impact to patient management reported.